Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a decrease in sensing, a decrease in pace impedance measurements and an increase of shock impedance measurements which were out of range was noted on this right ventricular (rv) lead. A revision took place and a new lead was implanted while the device remains implanted. This lead was surgically abandoned. No additional adverse patient effects were reported.